Manufacturer narrative:
Additional information: the pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient discharged to a skilled nursing facility on (B)(6) 2017. The patient remained on antibiotic infusion. Due to worsening driveline infection and poor prognosis, the patient declined further treatment and expired on (B)(6) 2017 due to sepsis.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient came to the hospital with a suspected driveline infection with redness, abdominal pain and swelling at the driveline insertion site. The area was cultured and was positive for staphylococcus aureus. The patient was started on vancomycin and cefepime was initiated to the patient and the patient was discharge home on (B)(6) 2017 on antibiotics. No additional information was provided.